Event description:
The complainant reported that in 2007, a vaxcel pasv PICC was therapeutically placed in a 35 year old female pt. Choraprep was used to cleanse the insertion site, and lidocaine 1% was the local anesthetic used. Prior to the catheter insertion, the device was flushed with 0.9 nacl for injection usp. To prime the catheter 0.9 nacl for injection for usp 10 ml and prepackaged heparin 100 units/ml kendall 10ml prefill was used. At procedure closure, the pt was reported to have developed a severe allergic reaction, and had difficulty breathing. The pt was then treated with benedryl 50 mg IV push; 125 mg solu medrol IV push; 20 mg; famotidine (pepcid) and epinephrine 0.2 mg IV push. The pt was then transported to the facility's intensive care unit (ICU), where she underwent observation and monitoring. The clinicians were unable to determine the differential diagnosis from this event. The complainant indicted that there is suspicion that the root cause of the event was a possible drug reaction, but it has been unable to be determined, and there was no re-occurrence of the pt reaction. The pt was discharged from the ICU the following morning, and she was discharged from the hospital approx three days later. There was no indication from the complainant of any add'l problems experienced by this pt. The vaxcel pasv PICC was not explanted from the pt. It has been unable to be determined if there were any known pt co-morbidities, such as a history of allergic reactions, respiratory conditions or if there had been other recent medical interventions, such as blood transfusions, anesthesia or drug ingestions that may have contributed to the event.

Manufacturer narrative:
The complainant reported that the device would not be returned for evaluation; consequently, a physical evaluation will not be performed. Without receiving product for eval, we are unable to determine if they met specification and unable to definitively determine a root cause for this incident. A device history review was performed for batch/lot number 1198429. The review confirms that the lots met all material, assembly and performance specifications. A similar complaint review was also performed, there have been no previous complaints reported for this lot/batch number. A review of the directions for use (dfu) for this product contains the following: contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. Sterile technique must be strictly adhered to during any handling of the device. In addition both the device labeling and the dfu for this product clearly state: this product contains no detectable latex. There were no indications from the event description that the product was used out of accordance with the device labeling and dfu. The july 2007, 15-month piccs valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.